Event description:
Tore inside of mouth [mouth injury] faulty brush head came apart in mouth exposing sharp screws / damaged brush head [device breakage] product counterfeit [product counterfeit] case description: consumer reported via web that she had a faulty brush head that came apart in her mouth, exposing sharp screws. No serious injury was reported. Follow-up: the consumer had the damaged brush head and the remaining heads from the pack.

Manufacturer narrative:
22-feb-2019 product investigation results: product return was received. Result of test evaluation: product was identified as counterfeit. The complaint is no longer reportable.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Tore inside of mouth [mouth injury] faulty brush head came apart in mouth exposing sharp screws / damaged brush head [device breakage]. Consumer reported via web that she had a faulty brush head that came apart in her mouth, exposing sharp screws. No serious injury was reported. Follow-up: the consumer had the damaged brush head and the remaining heads from the pack.